Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of two times microbiological testing, the following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]: all channels: micrococcaceae (2 cfu/endoscope), distal end: unspecified microbes (<1 cfu/endoscope). [Second time; (B)(6) 2021]: instrument channel: unspecified microbes (<1 cfu/endoscope), suction channel: unspecified microbes (<1 cfu/endoscope), air/water channel: unspecified microbes (<1 cfu/endoscope), distal end: unspecified microbes (<1 cfu/endoscope), the results of the two tests both cleared the french guidelines. In addition, ofr inspected the device and confirmed the following; the light guide lens was corroded and there was a brown deposit under the light guide lens. Furthermore, the inside of the light guide lens was dirty and discolored. The angulation was insufficient. There was play in the forceps elevator. The device has already been repaired by ofr and returned to the user facility. The exact cause of the reported event that microbes were detected from the samples collected from the device could not be conclusively determined, because the results of microbiological testing by a third party laboratory cleared the french guideline. In addition, the internal components of the light guide lens may have corroded due to the ingress of moisture into the device or insufficient drying of the device. Omsc concluded that corrosion products may have remained inside the light guide lens as dirt. The instruction manual states precautions against reported failure modes and the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the channel of the device. First time; (B)(6) 2021. Klebsiella oxytoca (61 cfu). Second time; (B)(6) 2021. Pseudomonadaceae, staphylococcus. Third time; (B)(6) 2021. Pseudomonas aeruginosa. The device had been reprocessed with manual and a non-olympus automated endoscope reprocessor, cantel, rapidaer, using peracetic acid. There was no report of infection associated with this report.